Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified arteriovenous fistula. A 6.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was selected for use. A percutaneous transluminal angioplasty of the shunt was performed to address the patient's shunt stenosis. High pressure was applied to the calcified lesion near the anastomosis, using a non-boston scientific 5.0mm high-pressure resistant balloon. Despite inflation using the high-pressure balloon, the waist remained; therefore, inflation was performed with the peripheral cutting balloon. The balloon was removed. The sheath was removed because there was no problem with the final imaging. A dislodged blade was found attached to the tip of the sheath. The detached blade appeared to have caught at the sheath tip and was removed with the sheath outside the patient. There were no patient complications.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination of the returned device identified that the balloon had been inflated. The investigator attached the device to an inflation unit and filled the balloon with liquid to facilitate an inspection of the blades. The balloon of the device was visually examined, and no issues were noted. A visual examination fond that one entire blade had completely separated from the balloon material. All other blades were undamaged and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that blade detachment occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified arteriovenous fistula. A 6.00 mm / 2.0 cm / 50 cm peripheral cutting balloon was selected for use. A percutaneous transluminal angioplasty of the shunt was performed to address the patient's shunt stenosis. High pressure was applied to the calcified lesion near the anastomosis, using a non-boston scientific 5.0mm high-pressure resistant balloon. Despite inflation using the high-pressure balloon, the waist remained; therefore, inflation was performed with the peripheral cutting balloon. The balloon was removed. The sheath was removed because there was no problem with the final imaging. A dislodged blade was found attached to the tip of the sheath. The detached blade appeared to have caught at the sheath tip and was removed with the sheath outside the patient. There were no patient complications.

Manufacturer narrative:
(B)(6).